Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of hypoglycemia while wearing a tandem insulin pump. At the time, the cgm was displaying a glucose reading of 197 mg/dl, while the bg meter showed a value of 65 mg/dl. The patient was reportedly shaking and sweating and was taken to the emergency room (ER) by his wife. Upon arrival at the ER, the bg meter reading was 45 mg/dl, and the patient¿s sensor was removed. He was treated with IV fluids and discharged after 3-4 hours. At the time of the report, the patient was described as ¿feeling better." Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.